Manufacturer narrative:
The customer's meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the stago sta compact method, resulting in a value of 2.75 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.8 inr. A sample from the patient was tested in the laboratory using the stago sta compact method, resulting in a value of 2.81 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.8 inr. The patient's therapeutic range is 2 - 3 inr.

Manufacturer narrative:
Sections d9 and h3 were updated. The customer's test strips were returned for investigation where they were measured on reference meters with a high level control sample. Testing results (qc range = 2.4 - 3.0 inr): qc measurement 1 = 2.7 inr qc measurement 2 = 2.7 inr qc measurement 3 = 2.7 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. In the meter's patient result memory, the following values were observed on (B)(6)-2022: 3.8 inr at 8:56 3.9 inr at 8:58